Event description:
It was reported that the patient underwent a spinal surgical procedure. Sometime post-op it was found that the set screws migrated out of the bone screws. The patient under a revision surgery to remove and replace the bone screws at l4, l5 and s1. Connectors were also added to the construct. No additional patient complications were reported.

Manufacturer narrative:
(B)(4), (B)(6). Set screw location within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Node deformation height (at the center) is slightly taller when compared with bench samples. The witness marks on the face of the set screw are heavier on onside than the other. This is an indication of angulation of the rod or the rod not being fully seated in the bone screw head. Set screw rod interface node height and witness marks indicate the rod or the set screws may have been oriented at an angle during final tightening.